Event description:
The patient had the bravo capsule placed during an egd. The monitor was calibrated without problems and working at time of placement. The blue light flashes on the monitor, indicating that the monitor is recording, was flashing. The patient went to recovery after procedure and monitor was working in recovery and upon discharge. The patient called a few hours later and talked to the nurse when she returned home. The monitor alarmed and flashed red as she was pulling onto her road. The patient returned back to our facility. The rep was here and called technical support. The monitor was downloaded and the company reviewed the study and states the capsule inside patient failed. The patient may need the procedure again for another bravo capsule.